Event description:
The time of event is unknown. There was no report of patient harm. Distal body damage.

Manufacturer narrative:
We checked the returned unit and confirmed that the objective gluing missing. Based on the result, we concluded that it was caused due to the physical damage applied on the objective gluing. In addition, we confirmed that the nozzle gluing missing, the insertion flexible tube (ift) crushed, the remote control buttons cut, the root brace rubber cut, and the brand plate worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. As it is not enough time for gfe considering due date of MDR submission, therefore we have assumed the worst case that the glue would dropped in human body. Therefore, based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.